Event description:
The patient was implanted with an scs system in (B)(6) 2009. It was reported that the patient programmer displayed the "low battery" message. The physician plans to explant the conventional ipg and replace with a rechargeable ipg.

Manufacturer narrative:
Evaluation codes. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.